Event description:
It was reported that impedances of 70 ohms were measured on the right lead. No troubleshooting was performed and the issue was not resolved. Low impedances had been present since implant in 2014. The patient experienced less than 50% therapy relief and had problems with speech.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).